Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2850 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.

Event description:
It was reported that they attempted to insert the wire but kept meeting resistance at the same point. Nitinol wire used to help facilitate PICC advancement and came out curly and in corkscrew fashion. A few more attempts made with advancing PICC by having patient change position and shrug shoulders, but to no avail. Decision made to abort this extremity and move to the other side. Wire was removed and completely intact. Left upper extremity PICC was inserted successfully without any issues.

Event description:
It was reported that they attempted to insert the wire but kept meeting resistance at the same point. Nitinol wire used to help facilitate PICC advancement and came out curly and in corkscrew fashion. A few more attempts made with advancing PICC by having patient change position and shrug shoulders, but to no avail. Decision made to abort this extremity and move to the other side. Wire was removed and completely intact. Left upper extremity PICC was inserted successfully without any issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned for investigation. The sample was returned in opened packaging, indicating ref: 1174108d and lot: redv2850. The stylet was observed to be intact. A kink in the polyimide tubing was present 5.7 cm from the distal end. Microscopic observation revealed the kink to be located between magnet locations. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The event description indicates the stylet experienced resistance during re-advancement. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomical factors. Since a kink was present on the returned device, the complaint is confirmed. A lot history review (lhr) of redv2850 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.